Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 100 mcg/day via an implantable pump for intractable spasticity. It was reported that the caller was an hcp that stated they were not the normal managing doctor office for this patient as it was normally managed in lebanon. The hcp stated on (B)(6) 2024 , the patient had magnetic resonance imaging (MRI) and today it showed a stall. The pump had not been alarming until first interrogation today and the patient was doing well clinically. The hcp tried reinterrogating the pump and did not see a recovery. The flow rate was 0.05 ml/day so technical services told the hcp to wait 10 mins and check logs again and then reviewed to clear the motor stall recovery alert and call back if needed or recovery was not seen. Technical services explained telemetry state on the call.  Additional information received from an hcp indicated that it had been a half hour and the motor stall had not recovered yet. Technical services discussed reinterrogating and checking logs for recovery. The hcp stated the pump was now beeping and technical services reviewed that is was expected/good and pump was recognizing that the programmer had checked in. The hcp stated the physician confirmed the pump had mechanically recovered-no volume discrepancy, patient was not symptomatic etc.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.